Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic incarcerated recurrent left inguinal hernia. It was reported that after implant, the patient experienced mesh failure, hematoma, recurrence, intractable left groin pain with an inability to stand up straight, left groin seroma with chronic pain and palpable bulge. Post-operative treatment included mesh revision surgery.